Manufacturer narrative:
H6: corrected the following: component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the right knee and then approximately 10 years later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. D10. Concomitants - product information: 3581943 - 02-010-01-0330 - logic femoral ps cem right sz 3; 3573900 - 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t; aa7707 - 1510-s - cemex system fast 70 gm; 3559103 - 200-02-35 - three peg patella 35mm pending investigation. There is no other information available.